Event description:
The recipient reportedly experienced no sound. A review of the recipient¿s test data indicated impedance issues. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the bottom cover, as well as dislodged electrode array pads. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a damaged electrode array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on two channels to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final repor disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.